Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label stated a different product than what was contained in the box. Bd precisionglide¿ needles were provided and were the correct product ordered, but the label was incorrect.

Manufacturer narrative:
Additional information: this supplemental is to report that CAPA #845099 was added.

Event description:
It was reported that the label stated a different product than what was contained in the box. Bd precisionglide¿ needles were provided and were the correct product ordered, but the label was incorrect.

Manufacturer narrative:
Investigation summary: one photo was provided for evaluation. It shows four shelf boxes. The labels have the incorrect catalog number on the linear barcode therefore failure mode is verified. Probable root cause was an incorrect rework; the shelf box label was created with the incorrect linear barcode. A quality notification was issued and the shelf box label reworked. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. There was documentation of issues for the complaint of batch # 8088580 during this production run. The lot# was not properly printed. A qn was issued. Shelf box label reworked. This is the 2nd complaint for the lot # 8088580 for the same defect or symptom.

Event description:
It was reported that the label stated a different product than what was contained in the box. Bd precisionglide¿ needles were provided and were the correct product ordered, but the label was incorrect.